Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material no: 2432-0007 batch no: unknown. [Event 8] it was reported that tpn tubing leaked at the filter. Verbatim: tpn tubing leaking at filter turned into educator.

Manufacturer narrative:
H6: investigation summary: eleven samples were received for quality investigation. The customer complaint of leakage was verified on 8 of the 11 samples submitted. The samples received did not show any other defects or damages other than the leakage issues. Eight of the eleven samples submitted show signs of leakage at the filter vents. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Due to the appearance of the vent membrane coupons and hydrophobic properties being able to be restored during investigation, it has been deemed that the vent membrane coupons have been wetted out by the use of fluids at the end user. The root cause is being deemed as not caused by manufacturing and there will be no further actions taken at this time. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material no: 2432-0007. Batch no: unknown. [Event 8] it was reported that tpn tubing leaked at the filter. Verbatim: tpn tubing leaking at filter turned into educator.